Manufacturer narrative:
Concomitant medical products: other applicable components are: product ID: 748295, serial#: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2018, ubd: 11-jan-2010, UDI#: (B)(4), product type: extension. Analysis of the extension (serial no. (B)(4)) found that the #0 conductor was broken at the #0 electrode. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported the extension was completely fractured in the patient's body. The patient was low weight without much fat, the extension seemed to be completely impacted by the shock over the skin. Troubleshooting included impedance measurement. The extension was replaced and the issue was resolved. No further complications were reported as a result of this event.